Event description:
It was reported that after a week of treatment displayed a blockage/full canister alarm. The patient indicated that the canister had been changed out and that she underwent a dressing change but there was enough drainage to disintegrate the packet inside. Troubleshooting techniques in relation to resetting the device were performed and resetting the device brought back the continuous therapy at 120 mm hg, but upon completion of the troubleshooting techniques, the blockage/full canister warning returned. Rotech number was provided to the patient as she needed to order additional supplies. Further information is not available.